Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an 18 ga. Introducer needle. The needle hub had longitudinal cracks and two small pieces had been separated. A review of manufacturing records did not yield any relevant findings. However, the probable cause his manufacturing related. Since the hub is a purchased component, further investigation has been initiated with the supplier.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k number provided is for a similar product that is sold in the us.

Event description:
It was reported during the insertion, the clinician noted a crack in the cone of the puncture needle. As a result, the needle was removed and a new set was used successfully. There was no delay in treatment and no patient death or complications reported.